Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that the insulin gauge was inaccurate. The customer reloaded the cartridge to resolve the issues. There was no reported adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.